Event description:
It was reported, during a pump refill, a nurse had inadvertently injected medication (drug unk) into the pump pocket. Only 5 cc went into the pump. This was realized right away and the patient was admitted for a brief period of time to be treated for overdose and monitored. The patient is doing fine.

Manufacturer narrative:
(B) (4).